Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The unit is running, but will not mist. Per the technician's evaluation, the shaft on the compressor is frozen. The item has been scrapped.